Event description:
It was reported that , the cardiosave intra-aortic balloon pump (iabp) helium cylinders are emptying for no reason.this happened in the operating room during extracorporeal surgery. But they didn't insert a balloon into the patient. No patient was involved.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Corrected field: e1 (event site telephone), h6 (medical device ¿ problem code) updated fields: b4, d8, d9, g1 (contact person ¿ mfg site), g3, g6, h2, h3, h6 (investigation findings, type of investigation, investigation conclusions, component code), h11. A getinge field service engineer (fse) evaluated the unit and said that it was indeed a helium leak caused by the high-pressure helium regulator so fse replaced the high-pressure helium regulator (B)(6). The equipment is ready for use.

Event description:
N/a.